Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during routine follow-up, noise was observed on the right ventricular (rv) channel. Review of the device data revealed that there were multiple non-sustained ventricular episodes that were created due to sensing of the noise. The lead safety switch (lss) had also been triggered on the rv lead at the end of december 2021 due to pace impedance greater than 3,000 ohms. The lss automatically changed the programmed configuration to unipolar, which resulted in myopotential noise. Technical services recommended troubleshooting to further evaluate the system integrity and to consider programming the device to unipolar pacing/ bipolar sensing if possible. The physician elected to decrease the sensitivity to 4.5 mv. The patient paced in the ventricle 92 percent of the time; however, no asystole was noted due to the event. The pacemaker and rv lead (unknown model and serial number) remain in service and no adverse patient effects were reported.